Event description:
Event verbatim [preferred term]. It burned her with blisters [burns second degree] , used thermacare patch for dysmenorrhea [device use issue]. Case narrative:this is a spontaneous report from a non-contactable physician communicated to a sales representative. A 40-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date at an unspecified frequency for dysmenorrhea. The patient medical history was not reported. The patient's concomitant medications were not reported. On an unspecified date the patient used thermacare patch for dysmenorrhea and it burned her with blisters. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (20nov2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the event of "burned her with blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "used thermacare patch for dysmenorrhea" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burned her with blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "used thermacare patch for dysmenorrhea" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
It burned her with blisters [burns second degree]. Used thermacare patch for dysmenorrhea [device use issue]. Case narrative: this is a spontaneous report from a non-contactable physician communicated to a sales representative. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for dysmenorrhea. The patient medical history was not reported. The patient's concomitant medications were not reported. On an unspecified date the patient used thermacare patch for dysmenorrhea and it burned her with blisters. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of both events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burned her with blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "used thermacare patch for dysmenorrhea" is non-serious. The events are medically assessed as associated with the use of the device.